Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying an error message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). The autopulse platform is a reusable device and was manufactured on 13 oct 2004. It has exceeded its expected service life of 5 years. The platform is 13 years old and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, the autopulse platform ((B)(4)) displayed an unknown error message upon power up. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.